Manufacturer narrative:
Zoll medical corp evaluated the device and the reported malfunction was not replicated or confirmed. The device was returned to the customer.

Event description:
Complainant alleged that while attempting to monitor a pt (age & gender unk) the device's display flickered from color to black and white. Complainant was unsure if the clinicians were able to read the display. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.